Event description:
Boston scientific received information that this patient was last checked in 2009 and today during a normal follow up visit, the device is at end of life (eol) and three fault codes (fc) were observed. A review of the arrhythmia logbook (al) noted the patient had stored episodes of ventricular tachycardia (vt) and one of the episodes had a charge time of 45 seconds. A boston scientific technical services consultant recommended device replacement. The device was explanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. No other adverse events have been reported. This product issue will be updated if additional information is received.